Event description:
It was reported that customer experienced tandem mobi cartridge alarms, including cartridge alarm 30, during the cartridge loading process, and that similar alarms had occurred with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was prepared to use alternate insulin method if needed, while technical support confirmed details, provided instructions for storage mode and pump return, and arranged shipment of replacement pump, advising customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement device.